Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis event. The patient was treated with injection reflin (1 gram per day, route and duration not reported), injection tobramycin (40 milligram per day, route and duration not reported) and heparin injection (25000 international units, in 5 ml, three times a day, route and duration not reported) for the event. Treatment was ongoing. At the time of this report, the patient had recovered from the event. Extraneal therapy was ongoing. Additional information was requested but is not available.